Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1308z, implanted: (B)(6) 2016, explanted: (B)(6) 2021,product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #:(B)(4), ubd: 04-jan-2020, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that during the ins and lead removal the day of the report, (B)(6) 2021, the lead fractured during removal, leaving a partial fragment still present in the patient. The manufacturer representative called while in surgery, with the surgeon asking what would be the MRI eligibility for the patient. It was reviewed if there was a known fragment, based on labeling, MRI would not be recommended. They were redirected to the office of medical affairs (oma) to have information shared with the healthcare provider on partial fragments and MRI. Since the manufacturer representative was in the operating room with the surgeon, an email was sent to the rep to request the information needed for reporting the incident. Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). The rep reported that the lead broke during explant. The reason for removal was that the patient needed to get an MRI-compatible lead and needed to replace the depleted battery. No further action would be taken; no additional surgery was planned to try to remove the lead fragment.